Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the alarm history indicated a call service 087 alarm had occurred. A review of the pump histories indicated that the last bolus delivery was recorded on 05/07/2015. During investigation, a call service 069 occurred during the rewind step. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additional testing for the original complaint could not be completed due to the alarm. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn but the button responded appropriately to button presses. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump would not let the patient program a bolus. The reporter denied any issues with the keypad buttons, and stated it was a programming issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.